Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2015. A year ago, the patient had a debridement surgery to remove heterotopic bone that had formed. After this surgery, the patient started to experience recurrent swelling, increased pain and restricted opening. On (B)(6) 2019, the surgeon removed the right tmj devices and placed a spacer in the joint space. Tissue samples were taken for microbiological testing, and the results showed growth of p. Acnes and coagulase negative staph. The surgeon is planning on placing revision implants once the infection has been resolved.

Event description:
The patient's right tmj devices were removed due to infection.